Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that patient experienced alarms from the controller every day for a few seconds. There were external power disconnects twice on (B)(6) 2020 and a power cable disconnect. Patient had a controller switch on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of audible beeping alarms from the heartmate ii lvas controller associated with equipment issues, was not confirmed in the submitted log file. The customer reported that the beeping alarms occurred regularly in the morning and went away without patient intervention. No equipment was returned for evaluation. The submitted log file contained approximately 24 days of patient event data. There were no external power issues ¿ loss of external power, controller backup battery usage or low battery hazards. The external power source/battery capacity indicator (rsoc) voltages and operating voltages were typical. The patient appeared to be managing their external power sources properly. The mobile power unit (mpu) assembly was made in oct 2017. The unit was packaged and placed into stock on nov 28, 2017. The unit was sent to the customer on dec 22, 2017. The unit had no previous services. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook (rev b. P. 185 - alarms and troubleshooting, p.194 ¿ no external power alarms; p.197 low battery power alarms; p. 204 mpu alarms). Exchanging external power sources is addressed in the heartmate ii lvas patient handbook (rev b p.63, p.78 and p.131 ¿ ¿at least one system controller power cable must be connected to a power source ¿ either the power module or two heartmate 14 volt lithium-ion batteries ¿ at all times.¿) set up and use of the mpu are documented in the heartmate ii lvas patient handbook (rev b p.60). No further information was provided. The manufacturer is closing the file on this event.